Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hospital staff noticed bubbles on the plastic mold of the vh-2000 dissection tip. A replacement unit (from a vh-2004 kit) was used to complete the procedure. The hospital did not report any patient effects. The product is returning.